Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 25th of november 2023 and 24th of november 2024 recorded a stable pacing impedance of 500 ohms with an increase to 900 ohms at the end of the recordings. Furthermore, a slightly fluctuating shock impedance between 75 ohms and 85 ohms was recorded. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing as well as an ICD charging cycle. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Vf alert was confirmed via remote monitoring. Noise was observed on rv lead on 11/23. Elevated impedance alert was confirmed via remote monitoring on 11/24. Physician switched off therapy and patient hospitalized with external defibrillation pad. The associated device was explanted and replaced on (B)(6) 2024. The lead was left due to the risk of infection. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.-